Event description:
It was reported that this pacemaker stored a ventricular tachycardia (vt) episode resulting in an alert in the remote home monitoring system. Review of the stored episode showed a rapidly conducted atrial arrhythmia. Atrial undersensing was observed, which, may have allowed the v>a criteria to be met. Technical services (ts) discussed considering reprogramming of atrial sensitivity. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.